Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was severely worn. There were contact marks on the probe and non-insulated area. There were scratches on the insulating coating insertion section. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation while grasping nothing. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the scratch of the probe might be caused by coming in contact between the probe and non-insulated area with the severely worn pad. Based on the duplication test and the similar cases in the past, the scratch of the insulating coating insertion section might be caused by coming in contact with other devices. The instruction manual of the subject device warns; when attached to a trocar tube whose open section has a sharp edge, strong contact could cause the insertion section's insulation to peel off or other damage. Prior to use, attach the instrument to the trocar tube and confirm that the insulation is not damaged (for (B)(4) scissors 5 mm o.d., hf series only). Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was informed that the ptfe pad of the subject device was separated. The details of the procedure were unknown. The procedure was completed with another device. No patient injury was reported. Olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn when checking the subject device.